Manufacturer narrative:
Result: the pxslim microcatheter was ovalized approximately 2.0 and 13.5 cm from the distal tip. Conclusion: the compliant has been evaluated. The complaint indicates that strong resistance was felt during an injection of embolic gel through the microcatheter. The pxslim microcatheter was removed from the patient and a kink was observed. Evaluation of the returned device confirmed two ovalizations in the distal shaft. The ovalization approximately 2 cm from the distal tip was not described in the complaint and likely occurred as a result of handling when packaging the device for return. The ovalization approximately 13.5 cm from the distal tip was likely caused when inserting the device into the patient or when pulling the catheter through the rhv. The resistance when injecting the embolic gel may have resulted from the ovalization of the catheter but the cause cannot be determined from the description of the event or evaluation of the returned device. The ovalization in the distal tip of the catheter would not have occurred in anatomy. This type of damage usually occurs due to handling. These devices are 100% visually inspected for damage during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure in the splenic artery using a px slim delivery microcatheter. During the procedure, the physician felt resistance while attempting to inject sponge through the px slim delivery microcatheter. The px slim delivery microcatheter was removed and the physician found it to be kinked about 15 cm from the distal tip. The procedure was completed using another manufacturer's device. The patient was well and there was no report of an adverse effect on the patient.